Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, while using the device, the needle broke. All parts were collected and account for. No adverse events reported.